Event description:
The customer reported the surgeon had difficulty ejecting the +25.0 diopter cc4204a collamer single piece lens tore and the trailing haptic off the during insertion. The lens was removed with forceps and another same model/diopter lens was implanted without any patient injury. The customer stated they were uncertain if the issue was due to a loading error or the injector.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(6) - no known consequences or impact to the patient; torn material, unlabeled evaluation results: visual inspection of the returned lens showed a haptic was torn off from the optic and missing. The injector was not returned. Claim # 427459

Manufacturer narrative:
The nonconformance/opportunity for improvement report was received from the injector manufacturer, asico, that concluded "since they did not have a sample of the injector, root cause cannot be analyzed". (B)(4)